Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the genital haemorrhage and infection outcome was unknown. The reporter considered genital haemorrhage and infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :genital haemorrhage and infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : case was updated from non serious incident to serious incident. Following event was added : medical device removal. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.